Manufacturer narrative:
After battery installation, no blank display noted. However, device displayed a critical pump error (open book image) on the lcd screen, problem isolated to electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests or verify error 35 due to the critical pump error (open book image).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical broken force sensor was detected during seating or regular delivery on the insulin pump. Customer stated that insulin pump performed safety checks and an error was found. Customer had high blood glucose and unable to troubleshoot since pump was no longer turning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.